Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01952, 3005099803-2009-01953 and 3005099803-2009-01954 for the other associated device info. It was reported to boston scientific corporation that four resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6)2009. According to the complainant, during the procedure, four consecutive clips misfired. When the clips were closed, they deployed right away and could not be reopened. The site indicated that the four clips fell inside the pt and were not retrieved. The clips are expected to pass naturally through the body. The procedure was completed with a bipolar probe (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).